Manufacturer narrative:
Diopter: +20.00. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2010v+20.00 diopter three piece silicone lens. Lens tore upon insertion into the patient's left eye. Lens was removed with no incision enlargement. Another lens was implanted, no suture was required. There was no patient injury. Cause of cracked lens is unknown.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn in half. Half of the optic and one loop haptic torn off and missing. Lens was returned dry. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured with no exceptional conditions that affect product quality; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).